Event description:
It was reported the PICC line has a knot at about 5-6cms from its end. To install the PICC line we insert a guide in the PICC line that protrudes about 2cm to allow the correct positioning. There was therefore no knot at the time of installation. The guide is then removed once the PICC line is in position. When the guide was removed, the PICC line must have formed a loop in the right atrium and a knot was formed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo sample (if available), labeling, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted catheter is confirmed but the exact cause remains unknown. Two photo samples of a powerpicc catheter were provided for evaluation. The distal section of the catheter is being shown in its similar condition in both photos. Blood residue and evidence of use was noted on the device. A fully formed knot in the catheter tubing is located 5 cm from the distal tip of the catheter. The knot appears to be tightly wound. Based on the condition of the catheter shown in the images, possible contributing factors include patient anatomy and repeated advancement and retraction of the catheter resulting in a knot formation. A review of the manufacturing records did not reveal any evidence to indicated a manufacturing related root cause. Since a knot in the catheter was observed, the complaint is confirmed; however, the exact factors resulting in the reported event remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the PICC line has a knot at about 5-6cms from its end. To install the PICC line we insert a guide in the PICC line that protrudes about 2cm to allow the correct positioning. There was therefore no knot at the time of installation. The guide is then removed once the PICC line is in position. When the guide was removed, the PICC line must have formed a loop in the right atrium and a knot was formed.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regr0198 showed no other similar product complaint(s) from this lot number.